Event description:
This is a case, which was reported to baxter. The complaint was received and refers to an incident involving a line set for aquarius. The reporter states that a persistent alarm " no fluid chamber detected" during the recirculation mode on a aquarius machine. On inspection the degassing chamber was found to be misshaped/ oval shaped and unable to fit correctly in the degassing chamber holder. The set was then disposed of by the unit. No patient injury has been reported as this was discovered prior to patient use.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was discarded. Should additional information become available, a follow up MDR will be sent.